Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where leakage was reported. The event occurred during an unspecified infusion. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. The cassette was warped as received. The area of the cassette around the flow regulator was raised. The set was leak tested per product specifications. There was leakage from the weld near the flow regulator of the cassette. The reported complaint of leakage can be confirmed. The probable cause of the leakage and warpage of the cassette is due to exposure to high heat during transportation. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer: 1/19/2024.